Event description:
It was reported that a customer experienced an issue with a battery not charging. There was no adverse impact to the customer's blood glucose level. Despite attempts to charge the pump using different cables and wall outlets, it did not power on, and the red flashing light around the awake button was not visible. The customer confirmed these issues, and arrangements were made to return the device.